Event description:
It was reported that during an unknown procedure, the subject generator gave conductive fluid errors. There was no harm on injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting. The customer confirmed the issue was resolved. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.